Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. Report source (other): foreign: (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. Post procedure, the physician noticed that the peg tube became dislodged. There were no patient complications reported as a result of this event.